Manufacturer narrative:
Jsds5001 is a sku that is exclusively used in (B)(6) and is not part of the PMA skus. The duraseal product available in (B)(6) is equivalent to the duraseal dural (cranial) PMA product.

Event description:
This is the first of four reports (same product ID, same product problem, same user facility). Linked to mfg reports: 3003418325-2017-00002, 3003418325-2017-00003, 3003418325-2017-00004 a report was received that from aug 2016 to sep 2016 four (4) cases using duraseal jdsd5001 duraseal 5 ml (1 kit/box for (B)(6)), the patients had symptoms such as fever and swelling and pus was observed. This was diagnosed as infections and re-operations were performed, and the infection site removed. It was unknown if there was patient injury or death. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2017. The product was not returned for evaluation. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Historical complaint data displayed no trend for the failure/complaint mode. Without the physical product, a definitive root cause could not be identified.